Event description:
It was further reported that the patient was seen in the device clinic and the device was functioning normally.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's son that the patient was experiencing dizziness and a low heart rate. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device was later explanted and replaced. No further patient complications were reported as a result of this event.